Event description:
The provider states he opened a a box of 9630-4 and a tip was missing.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the aquatec cfn/fei registration.